Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018. (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor communication with the ins and a reposition antenna screen was observed. The patient said he last had stimulation/the ins was dead "within the last week or 10 days perhaps." When asked when the last time the patient was able to successfully charge the device, the patient did not know; patient services asked if it was beyond a few weeks or a month and the patient stated he wouldn't say that for sure and doesn't think so. The patient was not able to communicate with another external device. The patient was directed to their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient has never gotten any relief from the device and it never helped. The patient said way over a year ago, he went to charge the device and it would not take a charge. The patient said the programmer would not come on. The patient was told that he possibly had not charged for too long. The patient didn't bother to pursue getting the ins out of overdischarge because it was not helping him anyways. The patient needed an MRI now to look at the pain that returned. No further complications were reported.